Manufacturer narrative:
A recall is being conducted as a precautionary measure due to discoloration of the floseal material noted in six (6) non-medical complaints (two reports being of the same case). The initial investigation of the complaints noted that the cleaning process associated with the over-molded stainless steel sleeve, contained in the floseal endoscopic applicator, performed at the supplier (quan emerteq) was not consistently followed. Furthermore, a toxicology analysis for the discoloration of the floseal product was conducted. The analysis revealed presence of metal particulate matter in the discolored floseal product. Additionally, the metal particulates were identified as chromium, iron, and nickel. However, the measured levels of these metals in floseal were noted to be lower than the toxic dose cited to cause a tumorigenic and/or inflammatory-type reaction. A comprehensive investigation is currently being performed to further realize and document the root cause of this issue. An internal product hold was placed on the disposable floseal endoscopic applicator globally. Additionally, an on-site supplier assessment has also been completed by baxter. Furthermore, in order to resume production, the following short-term actions are being taken: baxter bioscience is in the process of validating an additional cleaning process at a 3rd party supplier to ensure the cleanliness of the product. Baxter bioscience will also update the product requirements specification to reflect this new cleaning process, along with defined acceptance criteria. As part of this specification change, additional incoming inspection requirements will be defined to ensure the ongoing quality of the product. Note: this event is being conservatively reported as a 5-day report as we have determined the need for recall and submitted documentation under baxter fca as of 07/31/2008.

Event description:
Date of initial surgery: early 2008. How applied: standard applicator. Floseal was used in supracervical hysterectomy, (not done by reporting md). Reporting md did a re-operation (the following month) for lymph node and cervix removal and noted diffuse lesions on peritoneal surface. (Tasseous granulomas) he removed - per path report all granuloma tissue was benign. Therapies or non-drug treatments used: granulomas removed during second surgery. Status of patient: path report - benign. This case is the same adverse event as floseal. A subsequent review of the case determined that a floseal endoscopic applicator was used and is the reason for this complaint to be opened.